Event description:
It was reported that the customer attempted to pass the catheter through the connector. They could not do this successfully. They stopped using the product. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. It was not possible to determine the cause of this event because the catheter could not be inserted because it was locked or the sleeve could not be inserted due to a problem, and the cause of the occurrence could not be identified. Model#, catalog #, serial #, lot#, expiration date, other #, UDI# is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).